Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
As initially reported, ¿functional testing is unable to be performed¿. Engineers updated information: the adequacy of thv valve coaptation can be evaluated through a hydroperformance testing. The valve integrity is critical to the test and can affect the test result. In this case, the integrity of the returned valve was compromised. The valve was returned with wrinkled leaflets and covered in dried blood. Additionally, the frame was deformed (likely due to explanation) which can further restrict the leaflets from proper coaptation. The valve was returned in condition that was distorted from the original valve manufacturing state, functional testing (hydro-performance test) was not perform as there is no baseline to compare the hydro-performance of a deformed explanted valve.

Manufacturer narrative:
The 29mm sapien xt valve was returned to edwards lifesciences for evaluation. Visual examination revealed the following: leaflet covered in dried blood, deformed valve frame (likely due to explant) and no abnormalities on the leaflets. Functional and dimensional testing was unable to be performed due to the condition of the returned device (leaflets covered in dried blood). No imaging was provided for review. During manufacturing, all sapien xt assemblies undergo inspections. Per procedure, the frame and leaflet components are 100% visually inspected by both manufacturing and quality. The in-process sapien xt valves are 100% visually inspected for defects per procedure. Prior to final packaging, 100% visual inspection is performed at preliminary packaging per procedure, to ensure no damage was done to the valve from handling. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history records (DHR) review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other complaints related to ¿leaflet ¿ flailed¿ or ¿valve ¿ regurgitation ¿ central leak¿. A review of complaint history for the sapien xt (all sizes) from march 2018 to february 2019 revealed no other returned complaints for ¿leaflet ¿ flailed¿ and ¿valve ¿ regurgitation ¿ central leak¿. A review of complaint history reveals that the complaint occurrence rate did not exceed the february 2019 control limit for the ¿structural valve deterioration (svd)¿ and ¿regurgitation¿ trend category. The IFU novaflex+ delivery system - pulmonic, us, pulmonic procedural training manual, pulmonic device prepping manual, and pulmonic training manual were reviewed for instructions relating to the complaint event. Per IFU, instructions for valve preparation indicate the following: prior to delivery, the thv must remain hydrated at all times and cannot be exposed to solutions other than its shipping storage solution and sterile physiologic rinsing solution. Thv leaflets mishandled or damaged during any part of the procedure will require replacement of the thv. Do not use the thv if the tamper evident seal is broken, the storage solution does not completely cover the thv, the temperature indicator has been activated, the thv is damaged, or the expiration date has elapsed. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. Per training manual, the delivery system requires a prescribed volume for thv deployment and proper function. While under expansion could restrict the motion of the leaflets, over expansion could damage the leaflets, and both could prevent the leaflets from proper coaptation, leading to central leakage. Similarly, a valve deployment position that is too low that results in native leaflet overhang could lead to the same failure mode. However, without the cine imagery or information related to the volume used for valve deployment, above suggested root causes could not be confirmed. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Due to the condition of the return valve and lack of procedural imagery, the complaints for ¿leaflet ¿ flailed¿ and ¿valve - regurgitation ¿ central leak¿ were unable confirmed to be confirmed. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. In this case, due to the condition of the return valve and lack of procedural imagery, the complaints for were unable to be confirmed. A definitive root cause could not be determined. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. There was no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the complaint occurrence rate did not exceed the february 2019 control limit for the applicable trend category, therefore a corrective or preventative action is not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During valve alignment, difficulty with fine adjustment was encountered with a 29mm novaflex delivery system in the pulmonic position by transvenous approach. The physician was unable to align the valve and appeared that the delivery system¿s locking button did not lock ("wouldn't catch"); therefore, the fine adjust wheel was not working. Multiple attempts were performed to reset the device. The wheel was reset and repeated the alignment procedure until successful alignment was achieved. The valve was deployed. After deployment wide open pulmonary insufficiency was noted and one of the leaflets was "flailing". A decision was made to convert the patient to an open procedure and explant the sapien xt valve. The patient is stable. The delivery system and valve will be returned for evaluation. There was a lot of tortuosity. There was no insertion difficulty into the patient with the sheath/delivery system.